Event description:
The consumer was reaching over to turn her stereo system off, when the scooter allegedly tipped over and left handle on the tiller jabbed into her left arm, causing her to fall onto the floor and the scooter fell on top of her. This allegedly resulted in a cut requiring stitches on her arm.

Manufacturer narrative:
Consumer reportedly was leaning over while seated in their scooter. User allegedly lost their balance and fell off the scooter. No malfunction apparent. Current user guide covers this area.